Manufacturer narrative:
One medfusion 3500 syringe infusion pump was returned for investigation. Visual inspection revealed that the returned device was in good condition and the battery door was cracked. A review of the device event history log found that a check clutch error had occurred. Further review of the device event history log found that the clutch had been released during an infusion. During functional flow and occlusion tests, the check clutch alarm could not be duplicated. Investigation determined that the check clutch alarm was due to the improper release of the clutch during an infusion. As a preventative measure the device position potentiometer was replaced. The cracked battery door was also replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch and plunger lever error. No patient injury was reported.